Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a catheter restriction and gas gain. There was no patient injury or harm, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm noted that no alarm was observed in the iabp log files that mentioned the customer's reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a catheter restriction and gas gain. There was no patient injury or harm, and no adverse event was reported.